Event description:
It was reported that the patient was revised due to a fractured implant. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00436. Visual examination of the provided pictures and returned product confirm that the post has been broken off of the tray. Additionally, the poly is broken, with the missing piece not being returned. As the product information is not etched on the parts, the part numbers are still unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.